Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the lead was replaced, but the patient still experienced the shocking at the ins site. The rep said palpitation couldn't mimic the shocking sensation, but the shocking sensation did go away when stimulation was turned off. The revision occurred on (B)(6) 2017 and the rep stated they would call back with more information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on (B)(6)2017. The rep stated that the patient called them on (B)(6)2017 and reported being shocked in the pocket. The patient is having a revision on (B)(6)2017. The healthcare professional (hcp) took an x-ray and it appeared that the lead was kinked. The rep would run impedances prior to the case and intra-operatively would disconnect and test the impedances on the lead. Technical services reviewed that the rep should palpate the pocket to see if the sensation could be replicated with and without therapy on and to test the lead intra-operatively. The rep called back on (B)(6)2017 stating that the patient had pain in t spine. They were getting shocking down their leg. Kinked feeling shock down the leg and at the battery site. The kink is in the extension. Impedances showed 900 to 1000 ohms when checking the in different positions. There was a difference of about 200 ohms. The rep noted that the battery feels superficial. When they attempted to palpate near the ins they were unable to illicit the shocking response. The rep would follow up with the hcp and the hcp would unkink the lead. No further complications were reported/are anticipated.

Manufacturer narrative:
Event is reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the healthcare professional (hcp) replaced the paddle, but not the battery. The patient still is experiencing shocks at the battery site going down their leg. The rep had the patient turn off their battery for a few weeks to check if it was a different issue. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via manufacturer¿s representative (rep). The rep reported that the patient reported having a wire sticking out from her system. The rep reported that the patient was seen by their healthcare provider on the day of the report but the rep wasn't present. The rep reported that they didn't think the skin was broken. The rep reported that they didn't know if the lead was migrated or out of position somehow. The rep reported that the patient was going to be seen again on the day after the report by another rep. The rep also reported that the patient reported shocking with her system. No troubleshooting could be done at the time of the call. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient felt slight jolts of electricity near her battery implant site. The rep reported that impedances were checked and all were under 1,000 ohms except 2,5,10, and 11 those impedances were over 1,000 ohms. The rep reported that they asked the patient to turn off her ins if she would like to see if it jolted her with the system off. The rep reported that the patient would continue to note when the jolts were happening. The rep reported that they asked the patient to also think is she was moving in a specific way that could create the feeling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that after the revision, the patient was reprogrammed and is doing fine. There was no more shocking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient met with the implanting physician and would be scheduled for surgery to check the anchor, battery connections, and the battery pocket to make sure it wasn't too superficial. It was reported that the wire was not sticking out through the skin. It was reported that the wire seemed to be superficial, possibly due to migration of the anchor. It was reported that the pain management physician thought that there may not have been actual shocking and that it may have just been the patient's pocket. It was noted that the patient was very skinny and there wasn't much fat in the pocket area. It was reported that none of the impedances that were reported as greater than 1000 ohms were our of range or greater than 4000 ohms. No further complications are anticipated.